Event description:
A review of the patient's programming history found that a faulted system diagnostic test was performed on (B)(6) 2009, which altered the patient's settings. A final interrogation was performed on this date which showed the changed settings; however, they were not corrected. On the following visit of (B)(6) 2009 another faulted system diagnostic test was performed which kept the patient at the same faulted settings. The patient's output current was adjusted on (B)(6) 2009, but the off time was left at 60 minutes leaving the patient with an inefficacious duty cycle. The patient's duty cycle was adjusted to an efficacious setting on (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
The reported event occurred on (B)(6) 2009, however, version 8.0 programming software was not approved until (B)(4) 2010 and was not distributed until (B)(4) of the following year. Therefore, the incorrect programming software reported was inadvertantly reported on the initial MDR. The correct product information is unknown.